Event description:
A summons from the legal dept reports: a pt was admitted to the hospital ER to treat a ruptured achilles tendon. Approx 6pm in 2001, the pt was transferred to a pt room in the hospital with surgery scheduled for the following morning. The pt was connected to a pca pump to deliver doses of morphine was administered via the pump two ways, (1) by nurses manually activating the pump, (2) by the pt. The pump was programmed to limit only 8mg of morphine to be self administered every hour. Sometime after 2:00am the next day the pt was found by a nurse in "mortal danger", specifically, pt was not breathing, was unconscious and could not be aroused and had pinpoint pupils. The pt expired.